Event description:
It was reported that wireless communication with the pulse generator was slow. On (B)(6) 2015, during a lead revision procedure, a loss of output was observed when a lead was connected to the pulse generator. The device was explanted and replaced at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).